Event description:
Additional information received indicated that the patient had issues in the past and that it had been ongoing including an explant and re-implant

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding the patient's implanted infusion pump containing unknown baclofen (1000mcg/ml at 742.0mcg/day). The indications for use included intractable spasticity and stroke. It was reported that about three weeks ago, in (B)(6) 2017, it was suspected that the patient's pump had flipped. They were unable to access the pump when trying to refill, and the representative had a difficult time reading the pump. The pump appeared to be tipped in the pocket, if not flipped. The patient was brought in on (B)(6) 2017 for an exploration of the pump site. The pump was interrogated, and an empty pump alarm was occurring. A pump refill was planned as well. During the surgery, it was confirmed that the pump was flipped in the pocket. The pump contained 1cc of medication despite the empty pump alarm. The remaining medication was aspirated, and the pump was filled with gablofen. After the first of two 20cc syringes was injected, there was a handoff of the gablofen syringe which was non-sterile to the scrub tech. The healthcare provider reportedly elected not to do anything about this as he felt there was no contamination, and the case was continued. The pump was updated and sutured down in the pocket. No patient symptoms were reported, and no further complications were reported or anticipated.

Event description:
Additional information indicated that the patients weight at the time of the event was unknown. The company representative was notified of the event by the doctor. The company representative further noted being unaware about this patient's circumstances until an hour or so before the case when he spoke with the surgeon. He had some difficulty interrogating before the case and the doctor told him they thought it was flipped because they couldn't access the reservoir at the last refill. No further complications were anticipated/reported